Event description:
It was reported that the device was used during a breast biopsy, their st holster jammed at the 6 o'clock position after taking approximately 6 samples. The physician attempted to use the front thumbwheel but was unsuccessful. The case was stopped with the 6 samples taken. The pt was scheduled for a 2 site biopsy and was sent home under normal post biopsy instructions and rescheduled.